Manufacturer narrative:
This report is being supplemented to provide a correction to the device evaluation. The device was returned to olympus for inspection, and the customer's complaint (knife wire) was confirmed. Additionally, the repair center found the broken part was charred black and melted. The wire coating was charred and damaged near the break. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s probable that heat was generated by an electrical discharge and caused damage to the coated portion. However, likely mechanisms that caused the broken cutting wire include: 1.the device did not protrude enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were close to each other. 3.the output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the setting values for incision mode and hemostasis mode are unknown and it¿s unknown how the wire was contacting the tissue when the event occurred. It¿s likely the device was in ¿cut¿ mode when the event occurred and the average activation time for the cut mode was unknown.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the single use 3-lumen sphincterotome v, the knife wire of kd-v411m-0725 broke during surgery. The issue was found during the procedure. The procedure was a therapeutic endoscopic retrograde cholangiopancreatogram (ecrp). The intended procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.